Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/06/2016, that on (B)(6) 2016, an abnormal transmitter behavior occurred. Patient reported feeling electric shocks in the sensor area. No additional patient or event information is available.